Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that there is an increase in the folate controls, run on the architect i2000sr analyzer. After decontaminating the analyzer, the controls are now acceptable and the analyzer is performing within the expected specifications. There is no impact to patient management reported.